Event description:
The mother's customer reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that no buttons are responding. The customer was asked if recalls any significant events leading to the keypad issue and said none. The patient was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per health care provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No battery out limit alarms or frozen display was noted. However, the pump had intermittent button response due to corroded keypad traces. The pump also had minor scratches on the lcd window, and a corroded battery tube.